Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that a code 1007 was recorded, which is indicative of charge time exceeded. The device subsequently was emitting tones. Device replacement was recommended; however, the patient had elected not to replace the device. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the device could no longer be interrogated. The device had reached battery capacity depleted and there was no magnet response. No adverse patient effects were reported. The device remains in service.